Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter; product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2010, product type catheter . (B)(4).

Event description:
It was reported that the patient had been on accelerating doses with no response. The patient had a 100 mcg bolus on(B)(6) 2014 and did have a systemic response including drooling and change in blood pressure, but no improvement in spasticity. Additional symptoms included increased spasticity. The managing physician had requested that another physician perform a side port/dye study for the patient. The physician aspirated 3 ml from the catheter and injected dye which was clearly visible in the intrathecal space and not outside of it. The physician also did a roller study which was positive. The physician was to consider changing the programming to a flex dosing to see if that would make a difference. Patient status at the time of the report was alive with no injury. The device system delivered baclofen 2000mcg/ml currently at 1060mcg/day. It was later reported that the dye study and roller study were performed on (B)(6) 2014. The cause of the issue was not found or resolved. It was later reported that the patient was also taking oral baclofen 10mg three times daily as well as other oral medications. The cause of the issue remained in question and the reporter stated ¿? Tachyphylaxis vs. Unidentifiable microleak of catheter." The rehabilitation doctor was considering performing a spiral computed tomography (CT) scan with small volume contrast to make certain there were no catheter microleaks. Patient outcome was unknown. Additional information received reported on (B)(6) 2014, the catheter was replaced and the customer discarded. It was noted the catheter was replaced due to a kink near the anchor site and the patient had a cerebrospinal fluid (csf) leak. It was noted the product issue was resolved. It was also reported symptoms associated with this event included increased spasticity. The patient¿s status at the time of this report was ¿alive-no injury.¿ the pump was being used to deliver baclofen.